Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan review found that the device would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit did not spray saline water although the motor was working and it made an abnormal noise. Battery expulsion was confirmed after final assessment. There was no patient impact or a delay reported. Due diligence is complete as no additional information is available.